Event description:
The company was notified that, the pt experienced intermittencies followed by a loss of lock between her external equipment and implanted device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.